Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2021, prior to device implant, that the patient developed 1st degree av block and right bundle branch block (rbbb). The patient's comorbidities were atrial fibrillation, 1st degree av block, cancer, and pulmonary hypertension. The following day on (B)(6) 2021, the patient underwent an implant of a 35 mm portico ng valve. After the implant procedure, the patient was experiencing 1st degree av block with rbbb and alternating rbbb and left bundle branch block (lbbb). On (B)(6) 2021, a permanent pacemaker was implanted to resolve the event. On (B)(6) 2021, the patient was discharged. No additional information was provided.

Manufacturer narrative:
An event of a patient experiencing a 1st degree av block with right bundle branch block after implantation of a 35mm portico ng valve was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.